Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint #(B)(4).

Event description:
As reported on (B)(6) 2014, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation for the procedure, when opening the sterile packaging, it was noted the fiber was fractured inside of the packaging. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the disposable device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for evaluation.